Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-06510. (B)(6) clinical study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 4.00x16mm promus element plus stent with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the mid rca with 70% stenosis and was 10.00 mm long with a reference vessel diameter of 4.00 mm. Target lesion #2 was treated with pre-dilatation and placement of a 4.00 mm x 12.00 mm promus element plus stent, with 0% residual stenosis. Target lesion #3 was a de novo lesion located in the right posterior descending artery (r-pda) with 80% stenosis and was 10.00 mm long with a reference vessel diameter of 3.50 mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.50x12mm promus element plus stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was hospitalized due to angina and cardiac catheterization was recommended. On the same day, the in-stent restenosis in proximal rca was treated with balloon angioplasty using a 2.25mmx12mm and 3.5mmx8.00mm emerge balloon. Upon serial inflation, the residual stenosis was 20-30% with timi 3 flow. Additionally, 60-70% stenosis located in mid left anterior descending artery was treated with balloon angioplasty and placement of 2.75mmx16mm synergy des with 0% residual stenosis. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the 3.50 x 12 mm promus element¿ plus stent deployed in the right posterior descending artery (r-pda) is patent and is not related to the reported events of angina and in-stent restenosis.